Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the follow-up 1 MDR in blocks b2 outcomes attrib to adv event h6 patient codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced confusion and a recurrence of atrial fibrillation. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient was confused upon waking up from general anesthesia. A neurological investigation did not find any abnormalities and the patient was discharged. Two days later the patient presented to the emergency room in rapid atrial fibrillation. It is unknown if any medical intervention occurred, but the patient was discharged home. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient also had chest pain when presenting to the emergency room. The patient was admitted to the hospital for three days for arrythmia management. Laboratory values indicated mild acute kidney injury, though there was no hemolysis, and elevated troponins. The patient was administered intravenous (IV) amiodarone. The patient was discharged from the hospital and was doing well.

Manufacturer narrative:
Correction to the initial MDR in block h6 impact codes. Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced confusion and a recurrence of atrial fibrillation. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient was confused upon waking up from general anesthesia. A neurological investigation did not find any abnormalities and the patient was discharged. Two days later the patient presented to the emergency room in rapid atrial fibrillation. It is unknown if any medical intervention occurred, but the patient was discharged home. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient also had chest pain when presenting to the emergency room. The patient was admitted to the hospital for three days for arrythmia management. Laboratory values indicated mild acute kidney injury, though there was no hemolysis, and elevated troponins. The patient was administered intravenous (IV) amiodarone. The patient was discharged from the hospital and was doing well.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the recurrence of atrial fibrillation, confusion, mild acute kidney injury, elevated troponins, and chest pain are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that recurrence of atrial fibrillation, confusion, mild acute kidney injury, elevated troponins, and chest pain are addressed as potential procedural complications when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of atrial fibrillation, confusion/disorientation, unspecified kidney or urinary problem, chest pain, and cardiac enzyme elevation are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of recurrence of atrial fibrillation, confusion, mild acute kidney injury, elevate troponins, and chest pain are known inherent risks of using the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: pain or discomfort, for example: chest pain, arrythmia (new or exacerbated), cardiac trauma, injury due to embolism, procedural related side effects, for example: side effects related to medication or anesthesia." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced confusion and a recurrence of atrial fibrillation. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient was confused upon waking up from general anesthesia. A neurological investigation did not find any abnormalities and the patient was discharged. Two days later the patient presented to the emergency room in rapid atrial fibrillation. It is unknown if any medical intervention occurred, but the patient was discharged home. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient also had chest pain when presenting to the emergency room. The patient was admitted to the hospital for three days for arrythmia management. Laboratory values indicated mild acute kidney injury, though there was no hemolysis, and elevated troponins. The patient was administered intravenous (IV) amiodarone. The patient was discharged from the hospital and was doing well.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced confusion and a recurrence of atrial fibrillation. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient was confused upon waking up from general anesthesia. A neurological investigation did not find any abnormalities and the patient was discharged. Two days later the patient presented to the emergency room in rapid atrial fibrillation. It is unknown if any medical intervention occurred, but the patient was discharged home. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.